Event description:
It was reported that during a gastric bypass procedure, the staple line was incomplete. Some of the staples were malformed. They looked "s" shaped. No other details were provided. No patient impact reported. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.